Event description:
It was reported that a dissection occurred. An agent dcb mr 2.75 mm x 20.00 mm was selected for treatment of the left circumflex artery (lcx). The lesion was predilated with a 2.50 x 12 mm non-compliant balloon. During inflation of the agent dcb, at nominal pressure, the balloon burst causing a dissection of the lesion. A 2.75 x 24 mm synergy stent was then placed over the dissection and the procedure was completed successfully.